Event description:
It was reported that the rx voyager 2.0 x 15 balloon easily crossed a lesion in the left anterior descending artery. The vessel and lesion were described as mildly tortuous and mildly calcified. The rx voyager ruptured when it was inflated to 10 atmospheres. The device was removed from the patient anatomy without any reported resistance and another voyager was used to complete the case successfully. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.